Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and discovered the reported complaint. The adjustable pressure limit valve was recommended for replacement. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
A ge healthcare service representative reported the unit had a leak between 4.5lpm and 9lpm from the unit's damaged adjustable pressure limit valve. There was no report of patient involvement.